Manufacturer narrative:
A boston scientific technical services consultant informed the caller that there is not likely a lead issue as measurements this low generally are known to occur when there is external electromagnetic interference (emi). The caller stated that it is possible that the patient was hooked up to electrical hospital equipment. The consultant instructed the caller to perform measurements with each piece of equipment powered off. The caller stated that no further testing was performed at this time.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the hospital for an issue unrelated to this device. Device evaluation noted shocking impedance measurements from 0 to 12 ohms. No adverse patient effects were reported.